Event description:
The facility representative reported to baxter (B)(4) an infuso.r. Pump with a condition of ground wire broken. This condition occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed revealing the datacard has been discarded per doc 20j's retention period. Device evaluation: the reported condition of an infuso.r. Pump with a broken ground wire was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition.